Event description:
The report from hospital: when the ventilator needs to reset treatment parameters, the knob malfunctions and cannot perform various operations such as parameter adjustment, resulting in fluctuations in the patient's vital signs. Recovery after shutdown and restart .

Manufacturer narrative:
P&t encoder is not working properly. Encoder replacement is suggested.

Manufacturer narrative:
P&t encoder is not working properly. Encoder replacement is suggested. Update: the knob was found defective and could not be used to adjust parameters, but the device could still maintain normal operation under the previous parameter settings without affecting the ventilation to the patient, nor did it affect the functions on the touch screen for selection/confirmation/close. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The report from hospital: when the ventilator needs to reset treatment parameters, the knob malfunctions and cannot perform various operations such as parameter adjustment, resulting in fluctuations in the patient's vital signs. Recovery after shutdown and restart .

Manufacturer narrative:
P&t encoder is not working properly. Encoder replacement is suggested. Update: the knob was found defective and could not be used to adjust parameters, but the device could still maintain normal operation under the previous parameter settings without affecting the ventilation to the patient, nor did it affect the functions on the touch screen for selection/confirmation/close.

Event description:
The report from hospital: when the ventilator needs to reset treatment parameters, the knob malfunctions and cannot perform various operations such as parameter adjustment, resulting in fluctuations in the patient's vital signs. Recovery after shutdown and restart .